Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation as of 19 dec 2025. If the device is returned later, this file will be reopened to evaluate the device. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock on (B)(6) 2025. Whether the outcome was device or therapy related was not provided by the customer.